Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported a possible clot due to studies done that verified non laminar flow. Subsequently, the device was successfully exchanged with another lvad.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issues. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.